Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction.

Event description:
It was reported that after a da vinci-assisted hysterectomy, bilateral salpingectomy, ureteral sacral ligament suspension and posterior repair procedure, the patient presented with a post-operative fever and bleeding related to the posterior repair portion of the original procedure requiring a re-operation. While the exact amount of blood loss was not provided the surgeon stated it was significant but did not require any type of transfusion. Hemostasis was obtained by re-suturing the posterior repair. The surgeon stated this event was not related to a da vinci system or instrument issue. The original posterior repair procedure was not completed robotically. The patient has been discharged home and is recovering well.